Manufacturer narrative:
The device was received with operating currents within specification. The device passed self, rewind, prime, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin pump was returned for pump error 25. No pump error 25 alarms were noted on detailed trace or long trace downloads. However, the power graph analysis confirmed low battery alarms, power loss, replace battery now and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board. The insulin pump was monitored and functioned properly. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.